Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was returned for investigation. Upon investigation, catheter kink was noted near the blue suture hub and of the suture pad was broken. The observed product damage has no relation with the failure mode because the bleeding was controlled by using the femstop at the site. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was access site oozing. A femostop was placed at the site and two units of packed red blood cells were given to treat the condition. The patient continued on support until the device was successfully weaned.